Manufacturer narrative:
This report is filed february 20, 2015.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma.the device was explanted (B)(6), 2014, and the patient was reimplanted with a new device during the same surgery.